Event description:
Executive director of risk management reported a pt experienced respiratory depression while receiving an infusion via a syndeo pump. The pt has recovered. No additional info is available at this time.